Event description:
The patient reportedly presented with a seroma the patient was treated with antibiotics. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.